Manufacturer narrative:
This unit is not expected for return due to onsite resolution with the ess specialist. The customer was advised that precleaning and manual cleaning was required prior to high level disinfecting the unit. This practice is considered insufficient or incorrect reprocessing of the scope. I was also observed that the customer was not using the appropriate brush to clean the forceps elevator as required in the manual. Ess specialist provided the model number maj-1888 cleaning brush to order as the correct brush to use for cleaning the forceps elevator. The customer informed the specialist that they will also order the scope buddy plus that includes the aspiration step. The specialist than carried out the in-service reprocessing session and demonstrated reprocessing steps. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation related case: (B)(6) evis exera ii gastrointestinal videoscope model gif-2th180/ 2400966.

Event description:
The endoscopy support specialist (ess) reported to olympus that during an in-service reprocessing, it was observed that the customer was not performing all precleaning and manual cleaning steps prior to high level disinfecting of the evis exera ii duodenovideoscope during reprocessing. The customer does not perform aspiration of the channels and uses a scope buddy to flush the channels which is a practice outside of standard, making this a reportable event. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Please see updates to d8, d9, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The ess specialist carried out the in-service reprocessing session and demonstrated reprocessing steps. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. Single use soft brush (maj-1888) is referred at ¿5.1 preparing the equipment for reprocessing¿. Olympus will continue to monitor field performance for this device.